Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump memory error. The health care provider was updating the pump when the memory error occurred. The error occurred before the pump was interrogated. There was no emi present and the pt had not had an MRI. The pump was programmed to be stopped. Telemetry confirmed that the pump had occurred. There was no therapy or medical problem reported. The pump was updated successfully. The drugs used in the pump at the time of the event were morphine clonidine, and bupivicaine. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.